Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 103mm diameter abdominal aortic aneurysm. It was reported that during patient follow up approximately 10.5 years later, the CT discovered that the aneurx stent graft had migrated 40mm and a type ia endoleak was also observed. An intervention procedure was carried out one month after the follow up CT. An endurant bifurcated stent graft and limbs were implanted in the patient along with eight endoanchors. As per the physician the cause of the event was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the migration and resulting type ia endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review. A 3d-CT film report from 11- ½ years post-implant revealed that an aneurx bifurcate was positioned ~4cm below the renal arteries, the aaa diameter was ~10cm, and there was a resulting proximal type I endoleak. The proximal neck was conical-shaped, ranging in diameter from 24 ¿ 28 ¿ 30 ¿ 33mm along the 20mm length neck. Two (2) still angiograms during an intervention revealed that an endurant bifurcate had been implanted to just below the level of the renal arteries and ~8 endo anchors were implanted into the proximal margin of the endurant bifurcate and infrarenal aorta. Final angiogram showed resolution of the migration and type ia endoleak. It appears most likely that disease progression with dilatation of the conical-shaped neck led to the stent graft migration and resulting type ia endoleak. If information is provided in the future, a supplemental report will be issued.